Manufacturer narrative:
No product was returned, since it was discarded at the hospital. Nevertheless, images were provided for evaluation. As per image review, customer report of tubing issue was confirmed. The image showed a closeup on a sampling site, where one of the pressure tubing appeared detached from one of the sides of the sampling site. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. A supplemental report will be submitted accordingly upon investigation completion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when attempted to draw a blood sample from this vamp system, the arterial pressure tubing suddenly detached without being touched. Blood rushed out, but a nurse at the bedside could clamped the line to stop the leakage. There was no allegation of patient injury. The device was not available for evaluation, but images were provided. Patient demographics unable to be obtained.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date) updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) further investigation was performed by the engineers in the manufacturing site. Material could not be a significant factor for the reported malfunction since there were no deviations or retentions that could contribute with the reported malfunction by the customer. It could be determined that the root cause was likely due to manufacturing. The manufacturing personnel has been notified about this condition.